Event description:
On (B)(6) 2012, during the de-airing of a mecc procedure, the rotaflow console (rfc) serial number (B)(4), displayed a "sur vit" alarm without stopping the rotaflow drive (rfd), the rfd accelerated. The customer shut off the unit and restarted the rfc but the same alarm was still displayed and the rfd accelerated again. Note: the event occurred on a rotaflow system loaned by maquet's sas division of sales and service unit . The claimed system was taken back to maquet-sas and another rotaflow system was loaned to the customer. The event occurred at hospital haut-le'veque. (B)(4).

Manufacturer narrative:
(B)(4). On 03/07/2012, the maquet service technician evaluated the unit. Trials with the customer in the same configuration were performed. No problem was found, the rfd stopped at each "sur vit" alarm. The unit was sent to the maquet germany repair service center for evaluation. Service report (B)(4) was generated for this event. According to the service report, the boards were fixed, the unit was cleaned, and longtime testing was performed. (B)(4).